Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported that around 02:00am the staff experienced signal loss on specific tiles at the central nurse's station (cns) (pu-681ra, serial#(B)(6) ) in the 3 north dept. Tiles affected for rooms 309-315. Service requested: request to document the issue for future reference. Service performed: customer stated that there is ongoing construction on site and that might have caused signal loss. Customer requested no further assistance on the reported issue. Investigation summary: root cause of the issue was identified to be customer environment as there is ongoing construction around the building. The risk priority of the issue is categorized as: low

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in signal loss with some device tiles being monitored. They explained this occurred in the 3 north department with tiles affected on rooms 309-315. Also, there was construction going on around the building. They were calling to report that this issue had occurred and wanted to have this documented in our system. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in signal loss with some device tiles being monitored. They explained this occurred in the 3 north department with tiles affected on rooms 309-315. Also, there was construction going on around the building. They were calling to report that this issue had occurred and wanted to have this documented in our system. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in signal loss with some device tiles being monitored. They explained this occurred in the 3 north department with tiles affected on rooms 309-315. Also, there was construction going on around the building. They were calling to report that this issue had occurred and wanted to have this documented in our system. No patient harm reported.